Event description:
It was reported that the procedure was to treat a non-tortuous, concentric, eccentric, 90% stenosed, de novo lesion in the distal left circumflex (lcx) coronary artery. The patient presented with chest pain and a diffuse lesion. A non-abbott balloon dilatation catheter (bdc) was used for pre-dilatation of the lesion; however, a dissection occurred. The 2.5x38 mm xience xpedition stent delivery system (sds) was advanced without resistance to treat the lesion. The sds balloon was inflated to 10 atmospheres (atm) to implant the stent; however, it was noted by the physician that the balloon deflated slowly. A second inflation at 14 atm was performed, and again the physician noted that the deflation time was slow and took about one minute. A new non-abbott bdc was then used for post-dilatation and the procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The deflation difficulties were unable to be confirmed. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for deflation issues from this lot. Based on the reviewed information, no product deficiency was identified.